Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient dislocating and requiring a larger glenoid head to achieve stability. A 44 +8 glenoid head and semiconstrained liner were used.